Manufacturer narrative:
(B)(4). The customer report of a cracked/separated needle hub was confirmed through complaint investigation of the customer supplied photo. The customer photo revealed a crack and a separation on the needle hub. Based on the investigation, the root cause of this complaint is design related. A CAPA was previously opened under teleflex quality systems to address this issue. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The needle hub from this complaint was confirmed to be manufactured prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2025 in the room of the patient. During insertion of the swan ganz the hub of the punture needle broke. No consequence for the patient, the device was changed.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2025 in the room of the patient. During insertion of the swan ganz the hub of the punture needle broke. No consequence for the patient, the device was changed."